Event description:
It was reported that during a ptca/stenting procedure, thrombus was noted in the lad. The patient was given heparin before and during the procedure. The physician pre dilated a de novo, 98% stenotic lesion in the distal portion of the proximal lad. He then deployed a taxus express2 2.5 x 20 mm drug eluting stent at 6 atms. 0% stenosis and timi 3 flow was noted post stent placement. The physician then performed angioplasty with another manufacturer's balloon catheter in a 99% lesion in the distal portion of the mildly tortuous mid-lad. Following the angioplasty, the physician noted thrombus, 99% post dilatation stenosis and timi 0 flow through the artery. The physician treated a 75% de novo lesion in the mid-rca with pre-dilation and successful placement of a taxus express2 3.5 x 20 mm drug eluting stent. The reference vessel diameter pre-procedure was 3.6 mm and the lesion length was 18 mm. Post procedure lesion was 0% with timi 3 flow. While taking angiograms of the right coronary artery system, it was noted that there was collateral filling of the distal lad. The patient remained asymptomatic during the re-occlusion of the distal section of the mid-lad. The thrombus was noted to be distal to and remote from the taxus express2 drug eluting stent in the proximal lad. The physician opted not to treat the re-occlusion due to the collateral filling of the distal lad. The patient was discharged in 2003; prescriptions included aspirin 160 mg/day and clopidogrel 75 mg/day for one year. The patient had no symptoms of angina at discharge.